Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump experienced a display anomaly. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a non flashing white lcd display with horizontal black lines due to a cracked lcd glass. Unable to perform the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to the blank display. The pump was also received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.